Manufacturer narrative:
Product event: 702854919. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a generator changeout procedure, one of the leads was damaged on the implanted device while utilizing a plasmablade device. There was no adverse effect to the patient reported.

Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a generator changeout procedure, one of the leads was damaged on the implanted device while utilizing a plasmablade device. There was no adverse effect to the patient reported. Additional information received: the plasmablade had contact with the lead for a long time. The procedure was completed as usual because the lead damage was identified after the procedure was complete. Staff reported the originally implanted lead in this case had a low melting point, and it may be the cause of lead damage.